Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture on the right ventricular (rv) lead. The patient was not pacemaker dependent. The rv lead was explanted and replaced with a non-boston scientific product. The crt-d remains in service. No additional adverse patient effects were reported.